Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It is alleged that the patient was treated for an infection and fistula formation both of which are known possible adverse reactions listed in the IFU. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004 - a composix kugel patch was implanted in the left groin to repair a hernia defect. Six years later on (B)(6) 2011, the pt began having an increase in his abdominal pain and was found to be septic. The pt's physician ordered an abdominal pain and was found to be septic. The pt's physician ordered an abdominal CT which showed a life threatening condition within his abdomen. The pt was immediately hospitalized and the next day underwent emergency percutaneous drainage. On (B)(6) 2011 - pt underwent emergency exploratory laparotomy surgery to remove an alleged fractured, infected kugel patch. During this procedure, the pt was allegedly found to have a small bowel fistula and intra-abdominal abscess requiring additional surgical intervention. Two days later the pt underwent surgery for takedown of infected kugel patch, repair of an enterocutaneous fistula, small bowel resection, drainage of an intraabdominal subphrenic abscess, and placement of a wound-vac. On (B)(6) 2011 - the pt underwent surgical debridement of the abdominal wall and replacement of wound-vac. On (B)(6) 2011 - the pt underwent surgery for reconstruction of the abdominal wall, removal of jp drains and replacement of wound-vac. Five days later, the pt underwent surgery for re-exploration of abdominal wall of infection with debridement and wound-vac assisted closure change and removal of peritoneal vac. Approximately 3 weeks later, the pt underwent surgery for re-exploration of laparotomy, and drainage of intra-abdominal subphrenic abscess. The attorney's report alleges abdominal pain, additional surgery, additional medical treatment, explant, disability.